Event description:
Baxter received a report stating that a progressa frame siderail was collapsing. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
This report reflects information received by the FDA in the form of medwatch report mw5170297. Initial reporter asked to remain confidential and no bed name, model and serial number was provided. Therefore, baxter has captured this reported event under a generic progressa bed. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the head and intermediate side rails are not bent or twisted. Make sure the side rails lock correctly in the high position and you hear the latch click. No further information is available on the reported event of the bed at this time. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. Although there was no reported injury with this event, if the report of a siderail collapsing were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.